Event description:
It was reported that the asymptomatic patient presented, and the right ventricular lead exhibited out-of-range high voltage lead impedance. It was noted that the high voltage lead impedance was over the upper limit in all vectors. All other electrical measurements were normal. No intervention had been performed. The patient remained asymptomatic.